Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump will not load correctly. It was reported that the patient tried to go back on the main screen and the pump was asking for the security code. Subsequently, the patient switched to backup pump. No clinical injury and no reported adverse effects.